Event description:
It was reported that the force bipolar instrument jaws were found broken during sterile processing cleaning. The last procedure was reportedly completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.035" x 0.096" was found to be broken off the molded insulator. The broken piece was not returned. The complaint was confirmed by failure analysis.